Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date, approximately three weeks prior to explant. -patient presented with vomiting around their 1-week follow-up appointment. -esophagogastroduodenoscopy (egd) with balloon dilation was performed prior to device explant. -partial device explant due to vomiting occurred on (B)(6) 2017. Surgeon removed all but three posterior beads during explant procedure.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date, approximately three weeks prior to explant. -patient presented with vomiting around their 1-week follow-up appointment. -esophagogastroduodenoscopy (egd) with balloon dilation was performed prior to device explant. -partial device explant due to vomiting occurred on (B)(6) 2017. Surgeon removed all but three posterior beads during explant procedure.

Manufacturer narrative:
Updated relevant tests/laboratory data to include device analysis. Updated method codes 10, 84, and 3354.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date, approximately three weeks prior to explant. Patient presented with vomiting around their 1-week follow-up appointment. Esophagogastroduodenoscopy (egd) with balloon dilation was performed prior to device explant. Partial device explant due to vomiting occurred on (B)(6) 2017. Surgeon removed all but three posterior beads during explant procedure.